Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4). This report was mailed to FDA on: (B)(4) 2011. The MFR internal reference number is: (B)(4).

Event description:
A surgeon reported a pt had endophthalmitis following an epiretinal membrane procedure. Additional info has been requested.